Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their implant was not working. Patient stated that yesterday morning, their implant battery was at 100% and at the end of the day it was still at 100%. Patient stated that this morning they checked and even a while ago and the implant was still at 100% so something was not happening with the implant. Patient also stated that this morning, they took the wireless recharger (wr) and put it on their back and within about 5-10 minutes it went beeped and it was full but their concern was that it still says 100% after all day and usually it drops down a little bit but it's not. Agent had patient connect to their therapy settings through mystim application. Patient confirmed that the therapy was 'on' and they're seeing group d and that the communicator was 'on' as well. Patient mentioned that they are out of the country right now and will return on may 23rd. Patient noted that they usually feel a tingling sensation in the morning or sometimes in the afternoon or in their leg or back but they're not feeling anything and yet their implant shows 100%. Patient stated that when they exercise or doing something, they feel the tingling sensation. Agent had patient close all applications and tap the recharger application. Patient confirmed implant was at 100% with excellent connection. The issue was not resolved. Agent reviewed information and redirected the patient to their manufacturer representative (rep) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.